Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system gave < 10 mg/dl glum (glucose) patients and qc (quality control) results. Customer reported that they recalibrated the system. Customer reported that calibration failed back to back. Customer reported that the erroneous patient results were not reported out of the laboratory. Customer indicated that they verified the stir bar was turning and cup was clean. Customer indicated that the glucose reagent was up-to-date and adequate. Customer reported that the glucose accu-sense electrode was replaced two (2) weeks ago with a newly opened package. Bec customer technical specialist (cts) advised the customer to prime the glucose cup with warm de-ionized water first, then 25% bleach, air and glucose reagent, perform lamp calibration and then recalibrate the system. Customer reported that the system gave glucose temperature error (glum = 15 degrees) after recalibration. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the glucose module.

Manufacturer narrative:
Results: glucose module.